Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in a fistula in the mildly tortuous and moderate to severely fibrotic brachial vessel. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 20 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in a fistula in the mildly tortuous and moderate to severely fibrotic brachial vessel. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 20 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
A mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 22 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified multiple balloon inner shaft kinks. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.